Event description:
Stelo device did not deploy, inaccurate readings confirmed by finger stick for glucose, device stopped working before end date, complete lack of follow through by company after multiple emails and chatbox notifications.